Event description:
Additional information was received via manufacturer representative that the tip of the driver broke as the surgeon advanced a screw into the pedicle. The broken tip was retrieved and nothing was retained during the procedure. The event occurred during procedure and hence patient is involved in the event with no complications or symptoms reported. Pre-op diagnosis - neural foraminal stenosis, radicular symptoms, sciatica procedure involved - percutaneous fusion with oblique lateral interbody fusion (olif) l5-1 levels implanted - l5-s1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# nav6640009, lot# ca18b033 visual inspection confirmed the tip of the driver has broken. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility (uf) via manufacturer representative regarding product used for spinal therapy. It was reported that the device was broken. The patient involvement in the event is unknown and no further complications or symptoms reported.